Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was experiencing noise leading to pacing inhibition. The rv lead was fractured. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events were for noise and lead fracture. A complete lead was returned in one piece. The reported event for noise was confirmed. Visual inspection found an insulation abrasion exposing the out coil due to friction with the can. Electrical testing did not find any indication of conductor fractures. The reported event for lead fracture was not confirmed. X-ray examination of the lead found no anomalies. The cause of the noise was due to the insulation damage.